Manufacturer narrative:
Calibration was last performed on 08-dec-2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed sample short, abnormal aspiration, and abnormal sample probe aspiration alarms. The field service engineer (fse) found that the finger screw assay had fallen off of the vacuum nozzle post and put it back in place. The fse adjusted the internal standard nozzle, and performed reagent primes, ise checks, and a precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The k electrode lot number is x0369 and the cl electrode lot number is n4388. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for k and cl results for 1 patient sample on a cobas pro ise analytical unit. The customer was prompted to repeat the sample as the initial sodium result was critical. The initial k result was 5.55 mmol/l and the initial cl result was 116.2 mmol/l. The sample was repeated and the repeat k result was 4.94 mmol/l and the repeat cl result was 101.7 mmol/l. The sample was repeated again on another c503 analyzer and the k result was 4.8 mmol/l and the cl result was 101 mmol/l. The results from the other c503 analyzer were deemed correct. No questionable results were reported outside of the laboratory.